Manufacturer narrative:
Event description: updated.

Event description:
Additional information: the failed fiber was exchanged and the second fiber was used to complete the procedure. It was reported that there were "no complications".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure the cap of the fiber was "torn off and became end firing." It was not reported how the procedure was completed. No harm to the patient was reported.